Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the surgeon was unable to complete the core with the heartmate apical coring knife and completed the core with a scalpel.

Event description:
The event resulted in a longer surgical time.

Manufacturer narrative:
Section a: patient initials and date of birth corrected. Section d1: brand name corrected. Section d4: catalog number: corrected. Section d4: primary UDI number: corrected. Section d5: operator of device corrected. Section h4: device manufacture date: corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number: (B)(6), confirmed the reported event of the knife not being sufficiently sharp. The coring knife, serial number: (B)(6), was returned loose in a bag with one of the protective caps attached to the end of the knife. The other protective cap was returned detached from the knife. The coring knife handle was not returned. The coring knife was in used condition as residue consistent with blood was present on the internal and external body as well as the blade edge. Initial visual inspection of the blade revealed areas of deformation along the cutting edge. Microscopic inspection revealed that the blade edge had multiple imperfections. These imperfections consisted of folds/chips to the blade edge which appeared to have the potential to contribute to a cutting issue. A cut test was performed with the returned coring knife and a polyurethane sheet. The knife was unable to cut through the polyurethane sheet as expected, consistent with the reported event. It should be noted that a control coring knife used for comparison was able to cut through the same polyurethane sheet without issue after approximately a quarter turn. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed under the internal investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21aug2023. No further information was provided. The manufacturer is closing the file on this event.